Manufacturer narrative:
Likely allergic reaction to the hema in the desensitizer.

Event description:
Pt experience swelling of the lips while using kor at home whitening. Dentist suspected the desensitizer. Dentist advised the pt to discontinue whitening and use of the desensitizer indefinitely. Pt consulted with her physician and began taking prednisone. Her symptoms then subsided completely.